Event description:
Additional information received indicated that right ventricular (rv) lead insulation damage was suspected, but was not confirmed with diagnostic imaging. The rv lead was capped and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The suspected cause of the noise was myopotentials and unspecified lead damage. Provocation testing was performed and produced a small noise signal. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.